Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. Upon visual inspection, a small blackish particle was observed. The bag was delivered to the biological laboratory for filtration, but the nutritional solution had become too thick to filter and the particulate matter could not be isolated and tested. There were no product deviations, and the particle could not be attributed to the production process. Since the bag had been filled, it is possible that the contamination occurred during the filling process. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: bag has a piece of coring in it. No patient involvement.